Event description:
Pt. Admitted for aortic insufficiency s/p avr in 2000. Valve removed in 2002 - tear on one of the leaflets and yellow drainage around valve. Replaced with 21 carpentier-edwards valve. Negative cultures.